Event description:
Customer reported, during daily check of device, the device would not power up on batteries. Service representative duplicated the reported condition. Device was repaired and proper operation confirmed. No reported patient involvement.